Manufacturer narrative:
The external visual inspection revealed that the electrode was severed prior to receipt. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. This is an interim report.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly experienced poor performance and poor power consumption. The recipient's device was explanted. The recipient was reimplanted with another cochlear device.

Manufacturer narrative:
The external visual inspection revealed that the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed all of the electrical tests performed. The device failed the residual gas analysis test. The internal visual inspection revealed that a resistor had a corroded trace. It is believed that the failure of this implantable cochlear stimulator (ics) device was caused by a loss of hermetic seal. The device had moisture content that exceeded the residual gas analysis test limit. Based on an assessment of the residual gas analysis data, it is believed that this device was not hermetic. This ultimately caused the device to cease functioning. This older device configuration is no longer manufactured. This is the final report.